Manufacturer narrative:
Evaluation summary: one used 64082-01 was received for evaluation. The customer reported an adverse event - laceration. The visual inspection found the electrode was deformed and some electrode traces were broken. The root cause of the observed condition was determined to be a result of the user not following the proper device removal procedure. This issue has been brought to the attention of the appropriate personnel and additional user training has been initiated/implemented to prevent this condition from recurring. The instructions for use (IFU_ states: ¿rotation of the device in a clockwise direction may reduce the device diameter and aid in removal. " the reported condition was confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the catheter had kinked coils after the first pass and it caused lacerations in the cervical esophagus. It was noted that the generator displayed an error code, but they were unable to recall the specific code. There were no loose components and the software was not upgraded. The customer requested contact from medical advisors for concerns with future procedure. After a conversation with medical advisor, it was determined that the laceration in the cervical esophagus (between c7 and t1) occurred after the first set of ablation, probably due to the lack of clockwise turn on the removal of the catheter. The balloon did not look deflated. When the physician went back with the scope, the laceration was then noticed. The doctor and the technician were not aware of the correct procedure to follow. The barett¿s esophagus was 4 cm long with no dysplasia. The patient still complained of some odynophagia after discharge and was kept on liquid diet. The laceration was not clipped but was monitored by the physician with a CT scan. The patient will be seen, and the assistance of a representative was requested and scheduled. There patient was stable and will be rescheduled in 3 months. There was no user injury.